Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a driveline infection. Cultures were taken and came back positive for staphylococcus aureus. The patient was started on cefadroxil antibiotics to treat the infection. Driveline drainage and pain continued so the patient was admitted and infection disease was consulted. There was no compelling evidence of infection on exam and white blood cell count was 4.9. The patient will continue antibiotics indefinitely. Act of the abdomen on (B)(6) 2021 showed minimal stranding and inflammation around the superficial aspect of the driveline.

Event description:
It was reported that the patient developed a driveline infection. Cultures were taken and came back (B)(6) for staphylococcus aureus. The patient was started on cefadroxil antibiotics to treat the infection. Driveline drainage and pain continued so the patient was admitted and infection disease was consulted. There was no compelling evidence of infection on exam and white blood cell count was 4.9. The patient will continue antibiotics indefinitely. Act of the abdomen on (B)(6) 2021 showed minimal stranding and inflammation around the superficial aspect of the driveline.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.